Event description:
It was reported that an interrogation was requested to be performed on the pacemaker after the patient had a fatal car accident about 1-year ago on (B)(6) 2020. Upon review, it was discovered that the pacemaker failed to interrogate, and the battery is almost at end of service.